Event description:
It was reported that during a video partial colectomy + laterolateral colocolonic extracorporeal anastomosis the harh36 had teflon rupture (white structure of the tip of the jaw). They were replaced by others to continue the procedure. Use of echelon powered plus 60 mm wide endoscopic linear stapler (plee60a) + 03 gst60b blue reloads + 02 harmonic ace 36 tissue sealing devices. The energy clamps had problems with teflon (no warning at the device's central). On the 2nd to the 3rd po day, the patient had air leakage, meeting of the barcelona staple line \ latero-lateral \ fistula in the meeting of the staple line 't' type. Note: no ischemia and no tension in the anastomosis\ no necrosis. Patient had to be re-operated.

Manufacturer narrative:
(B)(4). Date sent: (B)(4). Batch #: v9614y the following information was requested, but unavailable: did the white tissue pad break off? Is the white tissue pad completely missing from the clamp arm of the device? Did the patient experience any adverse consequences due to this issue? Investigation summar: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. This blade tip portion may have broken off of the device during transport to our analysis site. The tissue pad was returned detached and not returned. During functional testing on gen11, an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. Based on the condition of the tissue pad, a probable cause of this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.